Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest during the case. It was further reported that the customer thought the product may be to blame for over pressurizing the patient.